Manufacturer narrative:
A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Customer called to report that when the device was powered up during incoming inspection, it locked up. There was no pt associated with the reported event.